Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with no damage observed on the pump. Delivery accuracy testing was performed on the device to confirm the claim of under infusion. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Simulated use found the pumps latch lock is sticky and should be cleaned. Perhaps the customer had a latching problem resulting in low delivery. Clean latch lock as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy by "-8.15%". It was not specified whether this occurred during infusion or interrupted therapy. No adverse events were reported.